Event description:
Patient presented to the physician with suspected sense lead migration. Physician ordered imaging and confirmed the sensor tip had made contact with the pleural space. Due to the risk of pneumothorax or pleural space incursion, physician brought the patient into the or, removed the sensing lead, placed a new sense lead, and closed.